Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that on an unknown date a revision occurred and the device was replaced. Per the caller the device was non-functional. No symptoms were reported. No further complications have been reported as a result of this event.